Event description:
It is reported that the screw head was stripped upon final tightening.

Manufacturer narrative:
Evaluation summary: surgical technique used is unknown. Stripping may be predominantly due to improper and/or off-axis seating of the driver into the hex of the screw, or failure to pre-tap very hard, dense bone prior to insertion of the screws, or a combination of both. There is insufficient info provided in the per to determine the root cause of the event. Cause cannot be definitively determined. Review of the device history records was not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated, should additional, substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.